Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. A lead tip stiffness test was performed and was found to be within specification.

Event description:
It was that the lead had perforated less than a month after implant. Low sensing, a decrease in impedance and no capture were observed. The lead was explanted.